Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and diabetic ketoacidosis. The patient reported feeling dizzy and went to their cardiologist and was evaluated. Their blood pressure was 96/60 and they were transported via wheelchair from the cardiologist¿s office to the emergency department (ed). They were evaluated in the ed and their cgm value was 136 mg/dl; however, their blood glucose was 360 mg/dl on the meter. They were admitted at (B)(6) hospital on (B)(6) 2019 with a diagnosis of diabetic ketoacidosis (dka) where intravenous (IV) therapy IV and unspecified treatment for dka was started. They were transferred to a hospital and was discharged on (B)(6) 2019. Additionally, the patient stated that their endocrinologist adjusted their am and pm insulin dosages since the hospitalization. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.